Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. E1, additional contact phone: (B)(6).

Event description:
The complaint/event occurred on an unspecified date and involved a plum 360¿ infuser that reportedly allowed air to go all the way to the patient before alarming. There was no report of any human harm.

Manufacturer narrative:
The device was received for evaluation and tested for the customer reported condition that pump allowed air to go all the way to the patient before it alarmed. The device was self tested and visually inspected, it passed the self-test passed. Visual inspection was performed and found a cracked fluid shield and door. The customer compliant was confirmed that the device did alarm for n234 distal air. The probable cause is a contaminated app pwa.